Manufacturer narrative:
Patient age at time of event: 18 years or older device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that seven days post a carotid artery stenting (cas) procedure, patient complications occurred and expired. The physician treated the right internal carotid artery with a non bsc cerebral protection device and a 8.0 x 36mm carotid wallstent. Seven days later the patient presented with sudden altered mental status and bleeding within the brain attributed to cerebral hyperperfusion syndrome. The patient was treated with antihypertensive therapy. However, the patient died the same day.